Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12099.

Manufacturer narrative:
The device was returned in an inoperable state and could not be fully analyzed. Visual inspection did not identify any anomaly that would contribute to the reported issue. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12099.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12099. It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the issue.